Manufacturer narrative:
(B)(4). There were no reported product deficiencies. The reported patient effect of dissection is listed in the xience v everolimus eluting coronary stent system instructions for use as a known adverse event. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
It was reported that during the procedure in the heavily calcified mid left anterior descending artery, a 2.75x28 rx xience v stent was deployed and a proximal edge dissection was observed. A 3.5x15 xience v stent was deployed for treatment of the dissection. There was no reported adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.